Event description:
A medtronic rep reported that during a shunt placement case, after registering the pt, and using touch and go, the surgeon went to check accuracy and found that navigation was flipped left/right. When he touched the left ear of the pt it showed to be the right ear on the 3d model. They registered again using point merge and were able to continue the case without any further issues and no impact to the pt's outcome.

Manufacturer narrative:
The site chose to not provide any pt demographic info. The fiducial markers were placed symmetrically and the pt had very loose skin. Medtronic navigation scanning protocol advises not to place fiducial markers symmetrically or on areas of loose skin.